Event description:
The consumer indicated the tampon came apart upon removal and the small piece of plastic applicator came apart.

Manufacturer narrative:
Device history record in review. Consumer did not return product samples for evaluation.